Event description:
It was reported that an unspecified amount of bd¿ multi-use nestable sharps collectors had broken/cracked lids. The following information was provided by the initial reporter: "been experiencing several broken/cracked lids when receiving the bd 305457 sharps."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 11-may-2023. H6: investigation summary: 3 samples received by the customer and verified that the lids were broken. Pictures were received as evidence by plant of the broken lids reported under this complaint. Device history record review to verify if there were issues reported as damaged or broken lids during the manufacturing process of this product was not able to be performed since no lot number was provided. A review of the ncmr¿s was performed; the results exhibit no issues reported for the same part number and issue throughout the last twelve months.

Event description:
It was reported that an unspecified amount of bd¿ multi-use nestable sharps collectors had broken/cracked lids. The following information was provided by the initial reporter: "been experiencing several broken/cracked lids when receiving the bd 305457 sharps."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.